Manufacturer narrative:
Device evaluated by MFR: the stent was not returned for analysis. A visual and tactile inspection identified complete break of the outer and inner shaft of the device located at the guidewire port. This type of damage is consistent with excessive force being applied to the device. The distal detached section of the device including the inner and outer shaft, the markerbands, the stent and the tip were not returned for analysis. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23-dec-2019. It was reported that sheath kink occurred. The target lesions were located in the common carotid artery. A 10.0-37mm carotid monorail stent was selected for use; however, it was noted that the sheath was kinked 3-4cm from the distal tip. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good. However, returned device analysis revealed shaft break.